Manufacturer narrative:
Internal film review: review of two post-implant still images (exact date unknown) revealed that the patient had an aneurx stent graft system implanted. The bifurcate is currently positioned with the top of the graft fabric ~ 2 cm below the right renal artery. The left renal artery was not visible in the images provided. The aortic neck/bifurcate main body was essentially straight l-r. Per the calibrated catheter, the aortic neck flow lumen just below the right renal artery measured ~ 17 mm in diameter, at 5 mm below was ~ 20 mm, and at 10 mm below was ~ 28 mm. The proximal bifurcate od measured ~ 30 mm l-r. The aorta at the same level measured ~ 37 mm. Contrast injection with the injector placed above the suprarenal stent showed contrast outside of the stent graft, feeding the aneurysm sac, from a proximal type I endoleak. The distal portion of the stent graft system was not visible in the images provided, so a complete assessment could not be performed. An endurant cuff was seen implanted into the aneurx and extended proximally. The top of the endurant graft fabric landed just below the right renal artery. Coils were seen implanted into the proximal aneurysm sac. Contrast injection after implant of the endurant cuff and coils showed no obvious contrast outside of the stent graft. The proximal type I endoleak appeared to have resolved. No other obvious stent graft issues were observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient had a CT for their cancer evaluation and the CT showed that the patient had a type ia endoleak and the aneurysm was 41mm in diameter. The physician placed an endurant cuff and the type ia endoleak resolved. The physician stated the cause of the event was anatomy related, disease progression. No additional clinical sequelae were reported and the patient is fine.